Manufacturer narrative:
(B)(6). A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The software investigation found that the reported event was unrelated to a software issue. A medtronic representative reported that the site changed the origin of the three point tracer registration to the bridge of the nose. The change then caused the other two dots to move leading to the imprecision. The software functioned as designed.

Event description:
A medtronic representative reported that, following tracer registration, a 1 to 2 centimeter imprecision occurred when attempting to place a shunt. The site elected to continue the procedure without navigation. No additional information was provided. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.